Manufacturer narrative:
Supplement #2 - medwatch sent to FDA on 02/24/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted scratches and discoloration on the returned port. Analysis of the device noted a smooth opening on the tubing, consistent with wear/thinning. Leak testing was performed and observed leakage of the device from the opening at the taper tubing.

Manufacturer narrative:
Supplement #3 - medwatch sent to FDA on 04/13/2016. Additional information: brand name, model, if follow up, what type?, device manufacture date.

Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reported "leak." Device has been explanted.

Manufacturer narrative:
Taper unknown the reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported "leak." Device has been explanted.